Event description:
It was reported to boston scientific corporation that a endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The device was placed in (B)(6) 2012 (exact date is unknown). According to the complainant, in (B)(6) 2013, the patient complained of abdominal pain and constipation without improvement for several weeks. On (B)(6) 2013, the patient consulted the emergency unit for persistence of symptoms. Clinical examination of the patient showed depressible abdomen with absence of abdominal contracture. Echography showed intestinal invagination on the jejunostomy tube. Abdomino-pelvic scanner showed image of pudding evoking intestinal invagination on the jejunostomy tube descending until the pelvis . On (B)(6) 2013, the patient underwent explorative laparotomy which showed gastric tube was blocked with presence of bezoar on the jejunal tube and perforation of the first jejunal loop for which the patient underwent resection and anastomosis. The jejunal tube was removed through endoscopic route. On (B)(6) 2013 the patient experienced an episode of aggression due to absence of treatment with duodopa and sinemet. On (B)(6) 2013, the patient experienced malaise in the morning with rapid improvement. At the beginning of the afternoon of the same day, the patient experienced hyperthermia, hypotension, then cardiovascular collapse with tachycardia. Despite resuscitation and treatment with oxygenotherapy, vascular fluid loading, noradrenaline and ephedrine, the event had fatal outcome and the patient died at 1730h. The cause of death was considered by the physician as unknown. The causal role of duodopa was assessed as probable by the reporting physician. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, it will be submitted in a supplement medwatch report.

Event description:
It was reported to boston scientific corporation that a endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The device was placed in (B)(6) 2012 (exact date is unknown) according to the complainant, in (B)(6) 2013, the patient complained of abdominal pain and constipation without improvement for several weeks. On (B)(6) 2013, the patient consulted the emergency unit for persistence of symptoms. Clinical examination of the patient showed depressible abdomen with absence of abdominal contracture. Echography showed intestinal invagination on the jejunostomy tube. Abdomino-pelvic scanner showed image of pudding evoking intestinal invagination on the jejunostomy tube descending until the pelvis. On (B)(6) 2013, the patient underwent explorative laparotomy which showed gastric tube was blocked with presence of bezoar on the jejunal tube and perforation of the first jejunal loop for which the patient underwent resection and anastomosis. The jejunal tube was removed through endoscopic route. On (B)(6) 2013 the patient experienced an episode of aggression due to absence of treatment with duodopa and sinemet. On (B)(6) 2013, the patient experienced malaise in the morning with rapid improvement. At the beginning of the afternoon of the same day, the patient experienced hyperthermia, hypotension, then cardiovascular collapse with tachycardia. Despite resuscitation and treatment with oxygenotherapy, vascular fluid loading, noradrenaline and ephedrine, the event had fatal outcome and the patient died at 1730h. The cause of death was considered by the physician as unknown. The causal role of duodopa was assessed as probable by the reporting physician. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, it will be submitted in a supplement medwatch report.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The device was placed in (B)(6) 2012 (exact date is unknown) according to the complainant, in (B)(6) 2013, the patient complained of abdominal pain and constipation without improvement for several weeks. On (B)(6) 2013, the patient consulted the emergency unit for persistence of symptoms. Clinical examination of the patient showed depressible abdomen with absence of abdominal contracture. Echography showed intestinal invagination on the jejunostomy tube. Abdomino-pelvic scanner showed image of pudding evoking intestinal invagination on the jejunostomy tube descending until the pelvis . On (B)(6) 2013, the patient underwent explorative laparotomy which showed gastric tube was blocked with presence of bezoar and perforation of the first jejunal loop for which the patient underwent resection and anastomosis. The jejunal tube was removed through endoscopic route. On (B)(6) 2013, the patient experienced an episode of aggression due to absence of treatment with duodopa and sinemet. On (B)(6) 2013, the patient experienced malaise in the morning with rapid improvement. At the beginning of the afternoon of the same day, the patient experienced hyperthermia, hypotension, then cardiovascular collapse with tachycardia. Despite resuscitation and treatment with oxygenotherapy, vascular fluid loading, noradrenaline and ephedrine, the event had fatal outcome and the patient died at 1730h. The cause of death was considered by the physician as unknown. The causal role of duodopa was assessed as probable by the reporting physician. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, it will be submitted in the final mdv.

Manufacturer narrative:
(B)(4). For the reported event of jejunal tube torn/split the perforation reported was not in the patient's anatomy, but on the jejunal tube.

Manufacturer narrative:
(B)(4) for the reported event of feeding tube occluded. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed